Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that after using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.